Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The customer troubleshot the unit and within the event logs, found "transducer fault" alarm messages. The customer calibrated and cross checked the unit but was able to fix the unit. The customer reported that there was no patient harm or injury.